Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The heater test failed. The failure was due to the cycler encountering a fluid temp out of range alarm. The alarm was caused by the f1 fuse on the ac distribution board. The fuse read open and had signs of thermal decomposition. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be thermal decomposition of the fuse on the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty select cycler is alarming with a fluid temperature out of rang during step 5 of setup. The patient was connected during the incident. The fresenius technical support representative issued a replacement cycler, advised to discontinue using the machine, and to retain iq drive and modem. It was reported the patient will revert to alternate treatment. Upon follow-up with the patient, it was reported that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete the treatment by manual exchanges. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the fuse on the ac distribution board had signs of thermal decomposition.